Event description:
It was reported in the hematology department, a nurse encountered the following issue during a PICC line placement procedure: the distal end of the catheter sheath in the sedinger kit was cracked, rendering it unusable. No further information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.